Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00465. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced worsening urinary incontinence, vaginal pain, pelvic pain, pain during sexual intercourse, pain while sitting, standing, and with movement, vaginal scarring, leakage, lost confidence, severe embarrassment, feels damaged as a woman, and difficult and painful intercourse. It was reported that the patient experienced mesh erosion, worsening stress incontinence, pelvic pain, chronic vaginal pain, bleeding, and pain during intercourse. The patient underwent three mesh revision surgeries. The patient underwent mesh revision/removal and implantation of a dima product for urinary incontinence and a rectocele on (B)(6) 2010. (The dima product is no longer implanted). The patient underwent additional mesh revisions/removals on (B)(6) 2011. (B)(4) - dyspareunia; leakage; emotional suffering; mental suffering; rectocele; leakage; emotional suffering; mental suffering; rectocele. This is one of three medwatches being submitted. See also medwatch 2210968-2013-00465 and 2210968-2013-10118. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6), md at (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6), md at (B)(6).